Manufacturer narrative:
(B)(4). The hospital reported that the complaint rt280 adult evaqua2 dual heated breathing circuit was destroyed at their facility. We attempted to obtain additional information from the hospital staff but the information provided to us is insufficient for us to draw any reasonable conclusion regarding the cause of the reported heating problem with the expiratory limb. Without the complaint device, we are unable to confirm the reported fault and determine its root cause. All heater wires are subjected to continuity test on production line immediately after assembly. The heater wires are also electrical resistance tested twice, i.e. During assembly and prior to distribution. Any assembled heater wires or breathing circuits with heater wires which fails any of these tests is discarded. The subject rt280 adult breathing circuit would have met the required specifications at the time of production. This suggests that the expiratory limb of the affected breathing circuit was damaged post production. The user instructions that accompany the rt280 adult evaqua2 dual heated breathing circuit state the following: "check all connections are tight before use." "Set appropriate ventilator alarm." Destroyed at the hospital facility.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the expiratory limb of an rt280 adult evaqua2 dual heated breathing circuit was not heating up. This was observed during use on a patient. No patient consequence was reported.